Event description:
Blood pressure monitor failed to work properly while patient was undergoing an anaphylactic reaction. Reading obtained through alternative means. Bp module immediately sent to biomed for inspection.test result: module accurate throughout testing - note - pneumatic leak at cuff to hose fitting.